Event description:
Patient called alleging that one touch ii meter was giving inaccurate low readings. Patient reportedly was "ill". A reading of 177 was documented. (Unknown when test was done). Patient was hospitalized and treated with medication for diabetes. Patient also comparing to feeling/normal reading. Unable to contact the customer to obtain more information. Sending letter.